Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was going lower than the programmed lower limit. The right ventricular (rv) lead exhibited suspected t-wave oversensing (twos). The lead is currently set to the lowest sensitivity, and remains in use. No further patient complications have been reported as a result of this event.